Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the doctor's office due to high blood glucose (bg) levels of 22.3 mmol/l (401.4 mg/dl) and ketones present, while wearing the pod on the arm between 4 and 24 hours. A correction of 8.5 units was administered using the pod but the bg levels did not decrease. At the hospital, the patient was advised to inject insulin manually (10 units) and changed the pod.

Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.